Manufacturer narrative:
The insulin pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had short life or low battery alarm. Customer stated that the insulin pump had no replace battery or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.